Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments/partial display and no flashing white screen noted during testing. Unit functioning properly. Unit received with minor scratched lcd window, scratched keypad overlay, scratched case and cracked retainer.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2017 at 4:30 pm for high blood glucose. Customer reported blood glucose not going down with insulin pump. Displacement test passed. During rewind, the display screen started to flash black and white. The insulin pump had been dropped.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 600 mg/dl on time and date of hospitalization (B)(6) 2017. Cause of hospitalization per hcp reported walked out the door. Displacement test was passed. It was reported that they did a manual injection to correct the blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.